Event description:
The customer reported the ventilator would not operate on ac power. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power supply to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. Factory analysis of a returned power supply revealed a malfunction that could result in a loss of ac power during operation. Malfunction of the power supply as noted during use could cause the ventilator to shut down and alarm. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Power supply.